Manufacturer narrative:
This report is submitted on 18 march 2020.

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2019 due to infection and extrusion of the device. The patient was treated with oral antibiotics and the patient was re-implanted with a new device during the same surgery.